Event description:
The disposable blade did not cut and the mucosa would not release. On removal of the 1st rectal biopsy, the blade did not cut the mucosa. It was tethered to the equipment. Reinserted the equipment and pushed the blade again to cut. Pulled and the mucosa was not cut. Reinserted and released suction and mucosa did not detach. Touched the tethered mucosa and able to release. Pt did bleed but stopped. Used different rectal suction equipment and able to get 2nd biopsy. Pt recovered and when she used the restroom, blood came out and she "hasovagated". Rapid response was called and pt was stable. Pt had flex sig done under sedation for hemostasis with dips. Pt admitted for observation. Her hemoglobin did drop. No blood transfusion.

Event description:
The disposable blade did not cut and the mucosa would not release. On removal of the 1st rectal biopsy, the blade did not cut the mucosa. It was tethered to the equipment. Reinserted the equipment and pushed the blade again to cut. Pulled and the mucosa was not cut. Reinserted and released suction and mucosa did not detach. Touched the tethered mucosa and able to release. Pt did bleed but stopped. Used different rectal suction equipment and able to get 2nd biopsy. Pt recovered and when she used the restroom, blood came out and she "hasovagated". Rapid response was called and pt was stable. Pt had flex sig done under sedation for hemostasis with dips. Pt admitted for observation. Her hemoglobin did drop. No blood transfusion.